Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy the clip was not confirmed as the device was returned with the clip deployed. The reported failure to split the sheath could not be replicated in a testing environment as the sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to split the sheath and clip appears to the be related to the exchange sheath not properly connected to the clip applier. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report number mw5094135 received stating: "starclose closure device failed to deploy causing loss of sheath access. FDA safety report ID#(B)(4)." Additional information received from the account: it was reported that the sheath of the starclose device did not split completely and the clip failed to deploy. The starclose device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.